Event description:
A customer reported that the footswitch treadle function was not working. The timing of the event is unk. The level of pt involvement is unk. Additional info has been requested, but has not been received.

Manufacturer narrative:
A company rep examined the footswitch and the associated system. Per the eval, it was found that the system could not recognize when the footswitch changes positions; the footswitch indicator on the system remained at "0" regardless of the actual footswitch position. It was further reported that the customer decided to quarantine the system. To address the footswitch issue, a replacement footswitch was sent to the customer. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this footswitch and associated system. The root cause cannot be determined conclusively. (B)(4).